Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from olympus service operation repair center (sorc), omsc considered that this phenomenon might have been attributed to the camera cable unit failure of the subject device with following possibilities; -the camera cable dent: since the camera cable was dent, it could be occurred the break. -the corrosion of the electrical contacts: the corrosion of the electrical contacts of the video plug might have prevented the communication with the video processor. -the side cracks of the video plug: the plug board might have been flooded due to water ingress from the cracks on the side of the video plug. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.